Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient stated that she was unable to charge her device. She was advised to contact patient services to discuss replacement of her recharge antenna. After doing so, she states she was actually getting ¿desired settings¿ message and was referred back to rep for reprogramming. We discussed changing programming groups until we are able to see her in clinic, but she reports she is getting the same message on groups a and b, so for now, she will use group c. She has an appt with her physician on 6/24 at 0930, at which time she will be seen by rep to clear oor. The patient reported that stimulation wouldn't go up or down on group b. Pt said that on group c, settings not available would appear when trying to increase the stimulation. Agent reviewed screen meaning with the pt and redirected pt to hcp to further address the reported issue. Pt said that it was last month sometime and that it error message was appearing quite often. Additional information was received; possible open on contact 11. Adjusted groups a and b to avoid affected contact. Cause unknown.